Manufacturer narrative:
The pod generated an 0x1c hazard alarm indicating pump has reached the pump expiration time. The download data confirmed the pod ran for a total of 80 hours. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The housing vent and reservoir were observed to be damaged/punctured. The location of the damage and download data indicating the pod ran with no abnormalities and no internal corrosion being observed indicates the observed damage to the housing vent and reservoir occurred post use. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to ¿almost 400 mg/dl¿ while wearing the pod between 4 and 24 hours. The caregiver alleged that the pod was not delivering insulin. It was confirmed that the pink slide moved forward and the cannula was inserted into the skin during wear. There was no redness/swelling nor insulin leakage at the insertion site. No alarms or alerts were received. Upon removal of the pod, it was noted that the cannula appeared normal. No treatment was reported.